Event description:
During a laparoscopic ventral hernia repair, the introducer passed through the pt's tissue/skin and scraped the surgeon's hand. There was no puncture. There was no consequence to the pt or surgeon.